Event description:
While receiving assistance from remote care setting up their patient electronic system (pes), the patient stated that they had difficulty breathing and "large amounts of fluid in lungs." Abbott rep reached out to the site, and per the nurse practitioner (np), they are not sure whether cardiomems contributed to the potential fluid overload, and the cause of the shortness of breath is unclear. The patient does have a history of shortness of breath, and it does not occur every time they use the pes, nor is it experienced only when using the pes. Rep also stated that the patient did get admitted - reason for admission currently unclear. Pending further clarification from the site regarding the fluid overload, shortness of breath, and admission.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Multiple attempts have been made to the site for further information regarding the fluid overload, shortness of breath, and admission and were unsuccessful.